Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B) (6) female pt who used double salt denture cleanser (B) (4) (polident denture cleanser tablets). A physician or other health care professional has not verified this report. On an unk date, the pt began using polident 3-minute tablets, polident overnight tablets, and polident smoker's tablets. At an unk time after starting use of the products, the pt experienced neuropathy. This case was assessed as medically serious by gsk. Use of the products continued. At the time of reporting, the event was unresolved. The MFR's report number for this case is 1020379-2009-00001. Polident denture cleanser tablets are manufactured, in (B) (4) and neither the product nor lot number for this product was available. (B) (4).